Manufacturer narrative:
Patient had a history of previous peripheral revasc in the right sfa. Investigator assessed that the adverse event (thrombus per procedure intrastent right sfa) which occurred during index procedure was not related to drug.

Event description:
During the index procedure, the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the right sfa. It was reported that thrombus was noted in the right sfa during the index procedure . The investigator assessed that the event was possibly related to the study device and definitely related to the procedure. Thrombo-aspiration was carried out as treatment. The patient recovered.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (thrombosis). Evaluation conclusions: inherent risk of procedure ¿ (thrombosis). (B)(4).